Manufacturer narrative:
The device was returned to boston scientific for analysis. Overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported complaint allegation was confirmed.

Event description:
During a tachycardia procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The irrigation was broken. The device was replaced to complete the procedure. No patient complications occurred. The device is expected to return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a tachycardia procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The irrigation was broken. The device was replaced to complete the procedure. No patient complications occurred. The device is expected to return.